Event description:
User said they have been having difficulties calibrating the unit. He said when calibrating, the load cell reading would move around a lot on both the zero and span adjustments which could be as much as a couple hundred grams. They were able to get the unit calibrated and expected to be able to run 4 bags. However the source bag ran out early on the last bag compounded. There was no pt involvement. The unit will be returned for evaluation.